Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 300-350 mg/dl with dizziness, confusion, extreme thirst, extreme urination. The patient received no unusual treatment. During troubleshooting, customer support found no potential causes of a perceived inaccurate delivery issue, but did find that the patient had accessed the prime menu and as a result, the basal delivery totals in tdd did not match. Cs referred patient for diabetes management. This complaint is being reported as the hcp has lost confidence in the pump.

Manufacturer narrative:
Follow-up #1: date of submission :11/4/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: the pump delivers within specification, unable to duplicate ¿diabetes management¿ complaint. Last basal delivery was on (B)(6) 2016 @ 12:04pm prior ¿cs150¿ auto off alarm, deliveries were never resumed, tdd add up correctly and reflect the programmed basal rate target -¿ez-prime¿ steps were performed correctly, the pump reflected 24u after a 24hr on 1u/hr duration test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.